Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchofibervideoscope distal limb resistance measurement was below manufacturer's standard; deep needle marks in biopsy channel; and crushing of injector part armor. The issue was noted during service/maintenance. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection. Olympus was able to confirm the customer failure "crushing of injector part armor." Olympus was not able to confirm the customer failure "distal limb resistance measurement below manufacturer's standard; deep needle marks in biopsy channel". A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: distal end was shaved. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.